Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient was hospitalized for medical intervention with normal function noted at subsequent follow-up appointments.

Manufacturer narrative:
Concomitant medical products: 4968-60 lead, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited possible intermittent far field r-wave (ffrw) oversensing during an atrial fibrillation (af) episode on a stored electrogram. The lead remains in use. No patient complications have been reported as a result of this event.